Event description:
A customer observed positively biased valp qc results on the vitros 5, 1 fs analyzer. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation into this event determined that the positively biased valp results occurred on their 5,1 fs analyzer on multiple quality control samples. As part of the investigation, the operator performed routine as required maintenance (cleaning the microtip cuvette incubator and supply) and performed a water blank. After these activities were performed, acceptable valp quality control results were obtained. The root cause of the vent is instrument related.